Manufacturer narrative:
The esu was thoroughly inspected/tested (note: the involved neutral electrode was disposed of immediately after the operation and was therefore no longer available for examination.). The generator was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features, and a power output check. The unit was/is within specifications and all features were/are working properly. In addition, no anomalies were found in the device history record (DHR) of the esu. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. A review of the generator's chronological data at the time of the operation showed that were approximately six (6) error messages related to the unit's neutral electrode safety system (nessy). Additionally, the unit settings were autocut mode effect 4, 180 watts and swiftcoag mode effect 4, 180 watts. Based upon the provided information and the evaluation, the burn was not caused by a defect of the esu or neutral electrode. The generator's monitoring system warned the medical staff that there was poor contact between the neutral electrode and the patient's skin. Unfortunately, the user did not respond to the erroring. Furthermore, appropriate cooling times were not observed between activations. Warnings in the esu's user manual and notes on use (nou) of the erbe nessy omega neutral electrode cover the stated topics to minimize/eliminate pad burns. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a left hip replacement with a cementless endoprosthesis. The esu was used with an erbe nessy omega neutral electrode (also referred to as a return electrode, patient pad, etc.) [Part number: 20193-082, lot number: information not provided]. The neutral electrode was placed on the patient's right thigh. No information was provided regarding any of the other accessories used in the procedure. Also, the esu settings used were not provided. After the procedure, a burn was noticed under the return electrode. Specifically, there was slight reddening under the adhesive surface of the pad and severe reddening with blistering under almost the entire equipotential ring of the pad. A day after the procedure, there was only the redness and blistering where the pad's equipotential ring was on the patient. No information was provided regarding any treatment given to address the necrosis.